Event description:
It was reported that upon placing a competitor lead into the header of the implantable cardioverter defibrillator (ICD), "noise and undersensing" were noted on the lead during intra-operative interrogation. Proper lead insertion was confirmed visually and reinsertion did not remedy the problem so a possible ICD header issue was suspected. The ICD was replaced with an alternative ICD and the lead sensing issues persisted. Application of mineral oil to the lead pin resulted in a clean sensing signal. The second ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).